Event description:
It was reported that, surgeon was using a universal torque screwdriver during a primary right total hip replacement surgery on a patient. While surgeon was finishing tightening the screw, the shaft broke. Screw was countersunk and had good fixation. No delay in surgery or adverse consequence to the patient.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.